Manufacturer narrative:
(B)(4). The product was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed. During the implant, hypotension occurred. An echocardiogram indicated a pericardial effusion and was treated with a pericardiocentesis. The system was removed from the patient and the procedure was converted to cardiopulmonary bypass. However, blood did not return to the bypass machine. The patient¿s chest was opened and an aortic dissection above the coronary cusp, that was not apparent on the cine images, was noted. It was suspected that the combination of force of the delivery catheter system (dcs) along with the weakened, distended and fragile aorta might have contributed to the dissection. Subsequently, the patient expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.